Event description:
A small piece of plastic that holds the tip of the da vinci robot cautery hook broke off inside the pt during a robotic-assisted laparascopic extensive lysis of abdominal and pelvic adhesions. An x-ray was taken and there was no evidence of plastic was seen. The surgeon searched for the piece and nothing was found.